Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had a calcode issue. The pt tests his blood glucose 4 or more times a day. He takes unspecified pills for his diabetes. The pt indicated that the meter was not working because the device was not coded properly. Apparently, the pt was unable to code the meter. It is not known when the alleged meter issue began. However, the pt's wife claimed that he had been to an ER 5 times within the past 5 months because of the meter. The pt reportedly received unspecified intravenous treatment. The pt denied having any symptoms of high/low blood glucose during the time of concern. The pt's blood glucose was tested on a doctor's/clinic's meter, but the results obtained were not provided. It would have been helpful to known the following info: what actions the pt took in response to the alleged meter issue, if the pt was testing with the meter during the time of concern, what meter readings he was getting, and the details of his diabetes management regimen. In addition, it would have been helpful to know what other health conditions the pt has, why the pt went to the ER each time, and why he received IV treatment. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt's wife claimed that he received IV treatment and was seen in an ER five times within the past 5 months because of the meter. It is not known how long the pt was unable to code the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.